Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the bone screw broke off during insertion. The broken screw remains implanted in the patient and was discovered on post op x-rays.

Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified. The product was not returned, therefore, the exact condition of the device is unknown. This device is used for treatment. An initial product history search conducted on 20 oct, 2016 revealed no additional complaints against the related part and lot combination. It was reported that the surgical technique was followed and the product will not be returned as it is still implanted. A definitive root cause cannot be determined with the information provided.